Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, and an opening on the posterior side. A leak test and microscopic analysis were performed which identified a sharp crease opening on the posterior side and an observed void >1mm in the non-textured, valve-to-shell bond area. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp crease opening on the posterior side assessed as a fold flaw opening. Additional, corrected, and/or changed data: h.3., h.6.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.